Event description:
New information received notes that the right atrial lead was explanted and replaced with no complications. It was noted during explant that the suture was directly against the lead and not in the suture sleeve. The physician claimed this was the mechanism of failure of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, right atrial lead noise causing episodes of noise reversion and auto-mode switch was observed. Low pacing lead impedance was also noted. The patient was brought in-clinic and tests revealed that the lead was stable and in range but the physician concluded that the lead will likely fail. Atrial lead replacement was discussed and the patient is stable.